Event description:
Customer reported that she had low blood sugars. Customer stated that the drive support cap is protruding on her insulin pump. Customer stated that the insulin pump is alarming motor error. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion and prime tests. The insulin pump received stuck in motor error alarm loop during bolus/basal delivery. Unable to confirm error alarm due to erased history file. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The drive support disk was inspected and no anomaly was noted. The insulin pump was received with cracked battery tube threads. The insulin pump was received with a scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.